Event description:
The following was reported: "fracture short stem exeter 4 year post-revision - atraumatic".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection indicated surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection indicated surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
The following was reported: "fracture short stem exeter 4 year post-revision - atraumatic".